Manufacturer narrative:
Note: adverse incident report submitted by (B)(6) hospital.) Healthcare facility involved: (B)(6) hospital.

Event description:
It was reported that during the new implant procedure on (B)(6) 2025, after 14 turns of the right ventricular (rv) lead helix the physician noted cardiac tamponade. The physician performed a pericardial fluid drainage. No perforations were observed. The issue was resolved. No other issues were noted.

Manufacturer narrative:
The device history record review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Correction: section g2 "foreign" should have been selected.